Event description:
During a remote follow-up, episodes of undersensing was observed on the device. Technical support was contacted and reprogramming is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient presented in clinic with acceptable electrical measurements. No further intervention was performed.